Manufacturer narrative:
Stryker evaluated the customer's device and could not duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report their device gave a "connect electrodes" message, which could result in the device not being able to recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.